Manufacturer narrative:
Correction was made to the previous reported information and additional information was added. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving morphine (.5 mg/ml at .2 mg/day) via an implantable infusion pump. It was noted that the patient went to the emergency room due to redness and draining at the catheter incision site. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient was given oral antibiotics and surgical exploration of the spinal pocket was performed. The incision was opened, additional information was received from a healthcare provider via a company representative on 14-jul-2019 who reported that the diagnostics and troubleshooting performed was pocket drain and revision. The actions and interventions taken to resolve the issue was the system was replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving morphine (.5 mg/ml at .2 mg/day) via an implantable infusion pump. It was noted that the patient had redness and draining at the catheter incision site. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient was given oral antibiotics and surgical exploration of the spinal pocket was performed. The incision was opened and flushed out with antibiotics. It was unknown if the issue was resolved; the patient was noted to be alive with no injury. No further complications have been reported as a result of this event.